Event description:
It was reported to boston scientific corporation that eight resolution 360 clip devices were used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter to deploy. It was also noted that there was difficulty in opening and closing the clip, and the handle was very hard to move. Following the deployment failure, a clip arm did not properly close onto tissue. The same issue happened to the seven resolution 360 clip devices. The procedure was completed with several resolution 360 clip devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip difficult to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: block e1 (physician's name)

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that eight resolution 360 clip devices were used in the esophagus during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was difficult to release from the catheter to deploy. It was also noted that there was difficulty in opening and closing the clip, and the handle was very hard to move. Following the deployment failure, a clip arm did not properly close onto tissue. The same issue happened to the seven resolution 360 clip devices. The procedure was completed with several resolution 360 clip devices. There were no patient complications reported as a result of this event.